Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the implant. Sign fracture care international continues to monitor these events as part of our post market activities. The surgeon stated that no further treatment is scheduled as the patient has been transferred to a different hospital.

Event description:
We became aware on (B)(6) 2016, that a sign implant to repair a fracture had to be removed due to infection. No information is available on the original surgery. Surgeon comment: "patient was involved in a vehicular accident last 2011 and sustained a fracture open iiia complete displaced distal femur right. Orif im nailing si femur right (retrograde approach) was done approximately 1 month post injury. Patient was then lost to follow up. But noted to have a chronic draining sinus on the distal lateral aspect of the thigh right about 2 years post op. No consult was done up until (B)(6) of this year. Operation done: debridement, sinusectomy, sequestrectomy, saucerization, removal of implant, application of antibiotic rod".